Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 is at the tip of the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the t1 deployed and implanted as intended. The t2 could not be deployed due to the actuator being stuck and will not move. There is a white sticky substance on the actuator rod. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device factors that can contribute to the reported event include failure to deploy the anchor before passing completely through the meniscus, making the t1 push back. This could make the whole system back and jam the actuator. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an unknown procedure, the t1 implant of two (2) ultra fast-fix could not be deployed. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.